Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 09jun2023 h6: investigation summary unable to perform complaint lot history check for needle separates from hub due to unknown lot number. The occurrence is unknown since the lot number is unknown. Investigation summary: the customer returned (2) 0.5 ml 31ga 8mm syringes, reporting needle separates from hub. The syringes were visually inspected and observed broken barrel tip on (1) syringe, missing thumb press and damaged plunger cap on the (2) syringe. Based on the samples returned, embecta was able to confirm the customer-indicated failure of needle separates from hub. Manufacturing (holdrege) will be notified of the observed issue. Due to the batch being unknown, no DHR review can be completed. Confirmed: based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Issue: needle separates from hub, thumb press missing analysis of sample: a visual inspection of the picture shows a damaged syringe with the needle assembly broken from the barrel of the syringe. H3 other text : see h.10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that that needle separated from the hub from one syringe and an additional syringe was missing the thumb press,unble to read the lot number.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that that needle separated from the hub from one syringe and an additional syringe was missing the thumb press,unble to read the lot number.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.